Event description:
Facility reported an internal blood leak (first use, dry pack). Estimated blood loss 500cc. As a result, patient was transfused with one unit of blood. The device was discarded by the facility. Medwatch filed on the bloodloss and the medical intervention.